Event description:
This procedure is part of (B)(6). The cas procedure was performed on (B)(6) 2012. Post-procedure the patient experienced a major ischemic stroke with left sided weakness noted. The patient has not yet recovered and the symptoms are ongoing. Please reference MDR 2183870-2013-00016 for the protege rx used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.